Manufacturer narrative:
Device passed rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the device did not command motor movement error noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was returned that the insulin pump had the alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer's blood glucose level was unknown ta the time of incident. Customer stated that the insulin pump passed the displacement verification test but when performed the self test the it was no ok. The insulin pump will be returned for analysis.